Manufacturer narrative:
The customer reported, an inability to pace due to poor ECG signal quality. There was no impact to the involved pt. A philips sales rep reported that the issue had been the result of a combination of rf noise and user error with lead placement and where the customer pressed the output button instead of the rate increase button. There was no malfunction of the device. We will consider this issue to be the result of user error.

Event description:
The customer reported, an inability to pace due to poor ECG signal quality. There was no impact to the involved pt.